Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the jaw of the advanced energy harmonic ace forceps broke and moved. A fragment from the instrument fell inside the patient but was retrieved during the same surgical procedure which was completed robotically.